Event description:
It was reported that the device fell into alarm 46446. There was unknown patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The customer's reported problem could not be duplicated. Confirmed with event logs history. Dso (downstream occlusion) seal was found with moderate bubbling. The probable cause of the reported problem is unknown. As a preventive measure, replaced dso sensor with seal. After repair, all functional testing of the pump passed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.